Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the physician partially inserted the driver into the superior spinous process. However, the implant was not fully closed or retracted into the cannula to ensure it was clear of any bone that could be impacted. As the physician continued attempting to rotate and deploy the implant, the driver fractured. The lower portion sheared off completely and became fully lodged in the top of the implant. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed, and the complaint was confirmed. Visual inspection revealed that both tips of the driver were completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force, due to an unintended error. A review of the instructions for use (IFU) was performed, and it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the physician partially inserted the driver into the superior spinous process. However, the implant was not fully closed or retracted into the cannula to ensure it was clear of any bone that could be impacted. As the physician continued attempting to rotate and deploy the implant, the driver fractured. The lower portion sheared off completely and became fully lodged in the top of the implant. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
The returned driver was analyzed, and the complaint was confirmed. Visual inspection revealed that both tips of the driver were completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force, due to an unintended error. A review of the instructions for use (IFU) was performed, and it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the physician partially inserted the driver into the superior spinous process. However, the implant was not fully closed or retracted into the cannula to ensure it was clear of any bone that could be impacted. As the physician continued attempting to rotate and deploy the implant, the driver fractured. The lower portion sheared off completely and became fully lodged in the top of the implant. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed, and the complaint was confirmed. Visual inspection revealed that both tips of the driver were completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force, due to an unintended error. A review of the instructions for use (IFU) was performed, and it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.